Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure resistance was felt when the balloon delivery system was withdrawn after stent deployment. The index procedure treated one target vessel that included two lesions. Target vessel 1 was a 3.5 mm vessel diameter, 80% stenosed region of the proximal to mid left anterior descending artery (lad). The physician predilated the lesion prior to placing one taxus liberte 3.5x38 mm drug eluting stent that covered both lesions. The taxus stent was deployed at 12 atm. After deployment, withdrawal resistance was felt. The balloon was reinflated to 10 atm for 6 seconds and then deflated. No withdrawal resistance was felt after the second inflation. The pt experienced no complications and was reported to be in good/satisfactory condition.